Event description:
Instrument failure - the attached screw from the 4.0 drill guide broke off in the baseplate while the surgeon was applying it. This resulted in scrapping baseplate 508-32-104 lot #8661251 and reinserting lot #855c1267.

Manufacturer narrative:
On (B)(6) 2012, an agent reported that an rsp drill guide broke at the attachment screw while the surgeon was securing it to the glenoid baseplate. The outcomes attributed to this event are non-serious. The healthcare professional indicated a significant adverse event to the patient. There was a delay of 15 minutes and another suitable device was available for use. The surgery was completed as intended. The device was returned to djo surgical for examination. A review of the device history record showed the instrument is manufactured by precision medical technologies for djo surgical. One non-conforming material report was associated with the product and it was rejected for dimensional issues and returned to the vendor. All other devices met critical dimensional specifications. A review of the product complaint report history record shows this is the 17th complaint for this part number and the second complaint for this lot number. There are 13 prior complaints that involved fracture of the thumb screw. The root cause of this complaint is fracture at the root of the thumb screw thread from forces exceeding the ultimate strength of the material. The cause of the fracture cannot be determined with certainty, but is most likely caused by over tightening of the screw using a hex driver.